Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues was verified. Additionally, the failure investigation has been completed for undefined alarm. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, it was reported that an unspecified alarm occurred. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose level was 174 mg/dl..